Event description:
It was reported the extension leg hub became detached from PICC, PICC had to be replaced because the lumen could not be closed. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer adapter was confirmed. However, the root cause was not identified. The product returned for evaluation was one photograph depicting a 5fr t/l powerpicc catheter. The depicted device was implanted in the arm of a patient. The depicted region included the molded joint and the extension tubes. The luer adapter was completely detached from one of the clear extension tubes and was not visible in the photograph. The tubing appeared deformed at the proximal end. While the luer was observed to be missing in the submitted photograph, inspection of the photograph was insufficient to identify the cause. Potential contributing factors include repeated mechanical stress and sharp instrument contact. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the extension leg hub became detached from PICC, PICC had to be replaced because the lumen could not be closed. No other information provided.